Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal to mid right coronary artery (rca). During the procedure, this 330cm rotawire flop guide wire tip detached and a perforation occurred. The physician used a promus element balloon stent to compress the detached guide wire tip against the vessel wall in the rca. The procedure was completed following the stenting of the guide wire tip. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).